Event description:
It was reported that the patient experienced pain at the neurostimulator site. The patient's device was revised and placed deeper. During the revision it was notice that the device was tilted. Further information is being requested from the hcp.